Manufacturer narrative:
Company representative evaluated the system and duplicated the problem. Customer was provided with a loaner system, while replacement parts are pending delivery.

Event description:
Customer reported the panorama central station shut down, which may have affected telemetry monitoring. No patient injury was reported.